Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 499 mg/dl and 190 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient contacted their nurse and was scheduled to see a dietitian/nutritionist. No further treatment was sought. The patient did not alleged harm. There is no indication that they experienced injury or medical intervention. The customer service representative was unable perform a quality control test since they did not have control solution. Based on the precision calculation, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's control solution was replaced.